Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection revealed that the connection between the hansen connector and corresponding line was insufficiently glued, leading to a disconnection. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During priming of a x-mars set, the customer noticed that the tubing unit 4 was loose. This caused a leak when of the x-mars set when the customer was checking this loose connection. There was no patient involvement.